Manufacturer narrative:
Device analysis: fluid loss and pump malfunction were reported. The ams700 device was visually inspected and functionally tested. No leak was found. Both cylinders performed within specifications. The pump was not functionally tested due to contamination. Fluid loss could not be confirmed. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that device was exhibited fluid loss and pump malfunction. No information about the patient outcome is available at the moment. Additional information was requested, however no further information was available.

Event description:
It was reported that device was exhibited fluid loss and pump malfunction. No information about the patient outcome is available at the moment. Additional information was requested, however no further information was available.